Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it found that there was information stating that the phenomenon did not occur in other scopes. Therefore, it was surmised that the cause of the phenomenon was the connected scope, not clv-190. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a b30 scope communication error. It is unspecified when the issue occurred. There were no reports of patient harm.